Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. The probable cause was due to depleted snaphat battery that supported ram chip u2 on the uic 1 board. Due to the depleted battery, the ram data got corrupted and resulted in white screen. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. The device was returned to the biomed dept for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a whitescreen error. Though requested, no add'l info was provided.